Event description:
Boston scientific received information that this right atrial lead displayed pacing impedances of greater than 2000 ohms. A request for additional information has been made. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information has been received. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicated that the patient was seen for follow up. A chest x-ray was performed which revealed a possible conductor fracture. Noise was also seen on the lead. A lead was revision procedure was performed in which the lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned.